Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that after the ureteral stent was opened, the primary package was found damaged in a non-sterile state.

Event description:
It was reported that after the goods were opened, the primary package was found damaged in non-sterile state.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was not used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), ureteral stent. Visual inspection of the sample noted no obvious visible defects. There was visible evidence that the tyvek seal was once sealed. This meet specification which states, "stent bags must be perforated and closed. No open bags are allowed." No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.